Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of cutting wire broken. Block h11: (investigation result) the returned ultratome xl was analyzed, and a visual and microscopic evaluation noted that the cutting wire was blackened and broken. Additionally, the working length had the distal section cut off (evidence of mechanical cut) and the cut section had the paint in the green band peeled. No other problems with the device were noted. After analysis of the returned device, it was determined that the cutting wire was broken. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and can cause a premature cutting wire fatigue, leading to a break. Additionally, the green band paint peeled could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, it was reported that the teflon of the device ruptured. The device was exchanged for another material to complete dilation. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation finding of device cutting wire broken. Please see block h11 for full investigation details.